Manufacturer narrative:
All operating currents are within specification. Unit passed displacement properly. Power error detected alarm noted due to connector resistance issue j6 /pcb 1.

Event description:
The product return for an unknown reason. The customer¿s blood glucose level was unknown. The insulin pump will return for analysis.